Manufacturer narrative:
(B)(4).

Event description:
The catheter was kinked; it was revised. This helped the pt for 3-5 days; it had not helped again since 5 days past the revision. Add'l info has been requested. A follow-up report will be sent if add'l info becomes available.